Event description:
The radiologic technician kinked the distal pusher of a penumbra ruby coil wire while pushing into the delivery microcatheter. It was the tech's first time using a penumbra coil and he elected not to use an rhv. All parties agreed that this was due to operator error and not a product problem.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00412. Hospital discarded of device.